Event description:
Patient ID: (B)(6). It was reported that on (B)(6) 2024, one 3.5x38 mm esprit scaffold was implanted in the right anterior tibial artery (ata). That same day, three 6.0 mm stents were also implanted in the superficial femoral artery (sfa). The patient was discharged home the same day, (B)(6) 2024. On (B)(6) 2025 the patient had worsening claudication symptoms in both legs; however, the pain on the right leg was greater. There was no pain at rest and there was no tissue loss. An outpatient diagnostic angiogram showed diminished perfusion to the right leg. The sfa, popliteal artery, tibioperonealtrunk, and peroneal artery were 100% stenosed. The ata was 100% stenosed at the origin with reconstitution through the profunda to geniculate collaterals and patent through the calf down to the level of the ankle where there was narrowing and then beyond to the foot. Only a small portion of the ata had stenosis. The patient was not admitted to the hospital. The patient was given fentanyl and versed as part of the procedural pain management. The patient had an office visit with the physician on (B)(6) 2025. The physician does not recommend intervention at this time. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The reported patient effects of pain, ischemia and stenosis are listed in the esprit btk everolimus eluting resorbable scaffold systems instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no product-related corrective action will be implemented in this case.